Event description:
Pt treatment initiated without incident. Approximately 19 minutes after treatment initiated, employee noted blood leak from blood line. Rn to chariside immediately, clamped lines, returned blood and started normal saline bolus. Bp 58/30, hr 44. Pt initially lethargic but not unconscious. Pt was given 3 liters of normal saline and transported to local emergency room by paramedics. Upon discharge pt was alert and oriented. Bp 106/61, hr 65. MFR ref #8030665-2014-00594.